Event description:
A pt reported that she was treated with two formulations of collagen on 11/1/96 in the nasolabial folds, upper and lower vermilion borders, vertical lined above the upper lip, and the corners of the mouth. Immediately after treatment the pt noted swelling at all injection sites which she believed was related to he injection procedure. The swelling resolved spontaneously on approx 11/4/96. On approx 11/8/96 the pt developed a small tender fluid-filled blister at the left upper vermilion border treatment site. In 12/9/96 the pt peresented with swelling and a blister at the upper vermilion border treatment site. The physician was not sure of the diagnosis, oral keflex and medrol were prescribed.